Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a proglide device. Reportedly, during the puncture, the physician noticed that the needles did not fix correctly, with the two threads not coming [no suture present when the plunger was retracted. A cuff miss occurred]. The suture of a new proglide was successfully pre-placed. The sheath was upsized to a large bore hole and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.